Event description:
It was reported that since the ipg was placed, the pocket site was not healing appropriately, as it has been reopened five times with drainage. The patient was given multiple rounds of antibiotics. Additional information was received that the patient was reportedly doing well.

Event description:
It was reported that since the ipg was placed, the pocket site was not healing appropriately, as it has been reopened five times with drainage. The patient was given multiple rounds of antibiotics.